Manufacturer narrative:
(B)(4). Facility name: national hospital organization kure medical center. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a doctor experienced a connection issue between the transfer set and a titanium adapter. The connection was rigid and was unable to be fully secured. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional tests including leak testing, clear passage testing and clamp function testing performed with no issues noted. The reported problem was not verified as the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.